Manufacturer narrative:
The device was received for evaluation. During functional testing, speaker fails mid alarm was able to be reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be that the speaker was not functioning. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump speaker failed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.